Event description:
It was reported that during a laparoscopic low anterior resection procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. After the sales rep received the device, the device was fired properly.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time. Additional information: what was the shape of the malformed clip? - scissored. Did the clip fall into the patient? - no. If yes, how was the clip retrieved? - n/a. Which firing of the device did this event occur on? - the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? - coli artery. Was the clip fully advanced into the jaws prior to firing? - yes. Was there any torquing or twisting of the device present at the time of firing? - yes. Was any unexpected resistance felt while firing the trigger? - no. Were any unexpected noises heard? - the information was not provided from the hospital. If so, when? - the information was not provided from the hospital. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - yes. The clip was fired properly. What were the indications for surgery? - the information was not provided from the hospital. What was found? - the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. If so, what? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. If so, whom? - the information was not provided from the hospital.